Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during check that cs300 iabp had a partially severed ECG cable. No patients involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter name), h6 (medical device code, investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,e3,e1(initial reporter, event site email),g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 corrected fields: e1(event site name and address). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse reported that the unit was functioning but has a damaged ECG cable. Fse replaced ECG cable due to wear. The repair was completed, unit passed all functional and safety tests as per manufacturer specifications.

Event description:
N/a.